Manufacturer narrative:
(B)(4). As a consequence of issue with the integration of the former kci rental business into arjohuntleigh and challenges from i.e. It perspective we were forced to a more manual process to screen service data for complaints. We have realized that this process did not detect all complaints and that arjohuntleigh have failed to get them all timely into our complaint handling system. Unfortunately, as a result of a retrospective review after this finding we have identified this reportable complaint that is filed late. As a consequence of the complaint being old we have limited information on the event while additional effort to obtain data has been performed. We will continue our efforts to complete this investigation. A CAPA has been initiated to document the efforts to complete investigations, and implement corrects and corrective actions. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Please note that this product is no longer manufactured and medwatch reports for this product may have been submitted for (B)(4) from november 2012 thru october 31, 2014 medwatch reports related to complaints of this product were submitted. When reviewing reportable events for the barimaxx bed range we were not able to find any other complaints with description similar to the one under the investigation. Therefore, the issue is considered to be a single, isolated complaint. With the complaint at hand, it has been indicated that a part on the bed had broken and was posing a hazard to the medical staff. From additional information provided by the unit director at the facility, we learned that there was a documented injury or adverse event related to this issue, however, no details were revealed. After reviewing all information available, there was no indication of a serious injury associated with the use of this product, however since very limited information were provided we must assume that the initial complaint was correct in stating that the broken part posed a hazard to the medical staff whereby, we cannot exclude the possibility that a serious injury could have occur upon the reoccurrence. The complaint was decided to be reportable to the competent authorities. The product involved in the incident is a barimaxxii bed, serial number: (B)(4), which is a part of arjohuntleigh us rental fleet. Upon the conducted investigation we were able to confirm that this bed passed the quality check (qc) control on (B)(6) 2013 before it has been placed at the customer side. Unfortunately, without having a detailed description of what occurred, we are left to review the limited information received from the customer per our best efforts, and compare it to our product knowledge. With the provided complaint description, it remained unclear which part exactly was claimed to be broken. The device has been inspected by arjohuntleigh representative, who replaced some parts, however, we were not able to confirm that this replacement was directly related with the reported incident. Moreover, based on our knowledge and the construction of the barimax ii bed damage of those parts seems unlikely to have an influence on the patient or the caregiver safety. Therefore, the allegation regarding the claimed issue could not be confirmed. To sum up, due to the limited information available, we were not able to establish the exact root cause and sequence of events which have led to the issue covered by this investigation. In summary, the device played a role in the event, however it remained unknown if it was used for patient treatment or diagnosis upon the occurrence. The received allegation is that the bed failed to meet the manufacturer specification and was not working as per its design due to the limited information available, the exact root cause of this issue could not be established. Given the circumstances and the fact that this complaint is consider to be a single, isolated event, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been initially claimed that a part on the bed had broken and was posing a hazard to the medical staff. From additional information provided by the unit director at the facility we learned that there was no documented injury or adverse event related to this issue, however, no details were revealed.